Manufacturer narrative:
(B)(4) 2013 - additional information was provided informing us this lead was explanted and there is no indication that this lead was replaced with another biotronik lead. An explant date has been added. The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
This lead has impedances of <200 ohms. A lead revision was scheduled. All available information suggests this lead is currently still implanted. If additional information becomes available, this event will be updated. (B)(4) 2013 - additional information was provided informing us this lead was explanted and there is no indication that this lead was replaced with another biotronik lead. An explant date has been added.

Event description:
This lead has impedances of <200 ohms. A lead revision was scheduled. All available information suggests this lead is currently still implanted. If additional information becomes available, this event will be updated.